Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had an intermittent cine disk error which would lock up the workstation. There was no patient injury or death reported.